Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI is unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that one of the prongs on the passive planar was bent. There was no patient present.